Manufacturer narrative:
(B)(4). (B)(6). A review of all batch record documents was performed for lot number gm1307009 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The sample was returned and evaluated. A visual inspection confirmed that the sponge came out from the minicap. The cause could not be determined. A CAPA has been opened to investigate this issue. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
It was reported that the mini cap sponge came out from the mini cap. There was no patient involvement and no patient injury or medical intervention indicated at the time of the report. No additional information is available.